Event description:
Patient reported that the drain "just came out" still attached to the suture, but it only measured about one inch.

Manufacturer narrative:
Investigation results: we received for investigation only the part that was taken out of the body. The drain did not break at the weakest point, where it always breaks when we pull test it, which is the interface between the drain and the hub. It broke at the interface between the hub and the tube. The hub is glued to both the drain and the tube. The shape of the cut is not straight, which in our experience shows that the drain was sutured and that the tear started from the point of suture. The minimum pull test specification is 40n compared to 20n required by international standard en 1617. Corrective action and preventive action: no corrective action has been taken.